Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when the introducer was inserted into the patient, blood leaked from the hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. Only the dilator was inserted. The issue occurred immediately after the introducer was inserted into the patient's body. No air leak or air movement into the patient was confirmed. No additional puncture site was required to replace the introducer.